Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of rotablator rotalink plus device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded. The coil is stretched. Functional testing was performed using a test rotawire that was inserted into the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run, so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The reported locked on wire could not be tested due to the device not being able to run. There is no visible damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the brake of the rotalink was not applied and the rotawire slides during ablation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the brake of the rotalink was not applied and the rotawire slides during ablation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.